Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was completely black; blocking the graphics and text. Customer's blood glucose was 97 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.